Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction inoperative (inop) error message on the mx750 bedside monitor. It was unknown if the speaker was able to producer sound at the time the message occurred. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and identified the problem was with the x3 device in bed 310, the rse restarted the x3 to resolve the issue. Attempts were made to verify if the speaker was able to produce sound, however, no further information was received. Based on the information available and the testing conducted, the cause of the reported problem was traced to the x3 device. Although the reported problem was confirmed, the exact cause was not determined. The device was operational after the device was restarted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).